Manufacturer narrative:
This report is filed february 17, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, it was reported that the patient developed an abscess at the implant site in (B)(6) 2015. The site was drained, and in (B)(6) 2015 (specific date not reported), the wound was closed; however, the skin flap continued to weep exudate fluid, resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2016. There are currently no plans to reimplant the patient with a new device as of the date of this report, february 17, 2016.